Event description:
Customer called reporting a button her insulin pump. Customer's blood glucose is 89 mg/dl. He stated the up button seems to be stuck. It is hot where he lives. Customer states there is condensation under the screen. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, cracked display window and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on keypad traces. Moisture damage was noted on electronic and motor assembly. Terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.